Manufacturer narrative:
H10: a follow up was performed with the key market (km), and the responder reported that the power management board was faulty. The investigation is ongoing.

Manufacturer narrative:
An additional follow up was performed with the key market (km), and the responder reconfirmed that the issue was for a faulty power management board. The km responder was unable to specify what malfunction the customer was experiencing. It was reported that the power management board was replaced by the hospital, and the issue was resolved. The device was returned to service. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm (machine and proximal pressure sensor are faulty). The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had an alarm (machine and proximal pressure sensor are faulty). The device was removed from service. The investigation is ongoing.